Event description:
It was reported that the when the patient lifted her arms the left ventricular lead exhibited increased impedance. The physician suspected that the lead had been damaged during a previous revision of the right atrial lead. At a follow up on (B)(6) 2013 the lead impedance was noted to be high when the patient lifted her arm's. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 44.5 cm from the connector pin which exposed the inner coil. The proximal cable was fractured at the same location due to fatigue.